Event description:
The customer received a control result of 240 mg/dl on her contour link meter. The normal control range was 101-140 mg/dl. No adverse events were alleged. It is unk at this time if the strips will be returned for eval.